Event description:
It was reported that the patient had her previous implantable neurostimulator (ins) replaced after being in a car accident and one of the leads broke. Replacement surgery was on (B)(6) 2008. It was noted that this had happened in 2008 shortly before replacement. The patient had surgery 3 times because of scar tissue build up. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 377875, lot# n0039139, implanted: (B)(6) 2008, product type: lead; product ID 377875, lot# v015564, implanted: (B)(6) 2008, product type: lead. (B)(4).